Event description:
A nurse reported that a system message was displayed and the laser was not working correctly during a vitrectomy procedure. The system was exchanged to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).